Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge test was performed and failed due to receiver battery icon was 0% after charging test. Receiver boot test was performed and passed. Functional test was performed and failed battery status test. The log was downloaded and receiver reset and alert time loss observed on incident date. No hw fault in receiver log. The allegation was confirmed. The probable cause was determined to be receiver, defective battery. No injury or medical intervention was reported.

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).